Manufacturer narrative:
A product development investigation was performed for the subject device. The pouch was received with hardened material inside it. The delivery syringe is intact, and properly attached to the pouch. There is no visible material in the tip of the syringe. A visual inspection and drawing review were performed as part of this investigation. The complaint was confirmed. Replication of the complaint condition is not applicable as the material was already mixed and hardened. Use of the returned product is outlined in the norian drillable fast set putty technique guide and norian drillable inject. Drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The exact cause of the complaint condition could not be determined, but it is likely that the timing of the mixing and transfer was not properly followed, thereby allowing the mixture to harden prior to transfer/implantation. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Due to intra-operative issues, the device was not implanted/explanted. Part: 07.704.005s, lot: dsd7622, supplier lot number: dsd7622: release to warehouse date: october 14, 2016. Expiration date: january 28, 2018. Supplier: (B)(4). No non-conformance reports were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau procedure on (B)(6) 2017 the norian 5cc failed to mix properly, leading to it not extruding from the packaging into the delivery needle. The procedure was completed successfully with a backup 5cc norian. There was no surgical delay and the patient was not harmed. This is report 1 of 1 for com-(B)(4).